Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) a vialmate in which a disconnection was observed. According to the report, the adaptor does not fit correctly. The report stated that the adaptor did not click into place and, therefore, became disconnected. The event occurred during filling. There was no patient involvement. Therefore, there were no reports of patient injury, medical intervention, or adverse events associated with this event. No additional information is available.